Event description:
It was reported that the right ventricular pace impedance was intermittently increasing from the 500 ohms range to 1000 ohms. Boston scientific technical services discussed further evaluation of the implantable cardioverter defibrillator system. The rv lead remains in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).